Event description:
It was reported that following a failed implant attempt of the left ventricular lead, the patient became hypotensive. An echocardiogram revealed that a pericardial effusion had occurred. The effusion was successfully drained and the patient stabilized during the procedure. They were noted to be in stable condition during hospital recovery.

Manufacturer narrative:
UDI (di): (B)(4).